Manufacturer narrative:
The initial MDR was filed 15-feb-2019. Additional information (25-mar-2019): the cse ensured the tubing connections were tight and not leaking for the sodium hydroxide (naoh) solution, ensured the solenoid pump was functioning properly and not leaking and checked the probe to cuvette alignments. The cse observed low lamp energy readings and replaced and adjusted the lamp. The cse changed the chemistry module water filter, decontaminated the water system with microclean, replaced all the reaction cuvettes and ran a maintenance sequence to drain and refill the reaction bath four times. The potential cause of the discordant carbon dioxide (co2) test results was determined to be due to instrument maintenance. The instrument is meeting specifications. No further evaluation of this device is required. The result code and conclusion code were updated. The following mdrs were filed for the same event: 2432235-2019-00057_s1, 2432235-2019-00058_s1, 2432235-2019-00060_s1, 2432235-2019-00061_s1, 2432235-2019-00126, 2432235-2019-00136.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report that discordant carbon dioxide (co2) test results were obtained on an atellica ch 930 instrument. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse replaced and aligned the reagent 1 (r1) probe and replaced the dilution arm pressure transducer and valve. The cse ran the service test procedures to verify instrument performance with acceptable results. The cause of the discordant co2 test results was a mechanical issue with the dilution arm pressure transducer and valve. The instrument is meeting specifications. No further evaluation of this device is required. Mdrs 2432235-2019-00057, 2432235-2019-00058, 2432235-2019-00060, 2432235-2019-00061 were filed for the same event.

Event description:
Discordant carbon dioxide (co2) test results were obtained on an atellica ch 930 instrument. The initial results were not reported to the physician(s). The same samples were repeated on the same atellica ch 930 instrument. The repeat results were reported to the physician(s). The repeat results are considered correct.there are no known reports of patient intervention or adverse health consequences due to the discordant co2 test results.